Event description:
The angiosculpt device was used to treat a severely calcified radial vein. During the second inflation at 20 atm, the balloon ruptured. The procedure was completed with a non-angiosculpt device. No patient injury reported. This product problem is being submitted because the balloon ruptured above rbp (14 atm). There is potential for harm if it were to recur.

Manufacturer narrative:
Block a2/a3/a4: the patient''s dob or age at time of event, gender, and weight are unknown. This information was not available from the facility. Block b6: patient information regarding relevant tests/laboratory data is unknown. This information was not available from the facility. Block g2: foreign- japan block h3: the angiosculpt device was discarded by the facility, thus no returned product investigation was performed. Block h6: the root cause cannot be determined since the device was not returned. However, based on the information available, the probable root cause may be due to failure to follow instructions. The angiosculpt device was inflated 6 atm above the rated burst pressure (rbp). The IFU warns that the balloon pressure should not exceed the rbp (14 atm) as indicated on the product label. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.